Event description:
It was reported that stent damage and catheter removal difficulty occurred. Vascular access was obtained via the radial artery. The 99% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). A 20x4.00mm promus premier¿ stent delivery system (sds) was advanced to treat the lesion, however, the device was unable to cross the distal curve area of the proximal rca. The physician attempted to remove the device but the mid to distal portion of the stent was caught at the distal end of the guide catheter which was not inserted coaxially. On the second attempt, the promus premier¿ stent delivery system was pulled forcefully and as result, the stent grazed the guide catheter and became lifted. A third attempt to remove the stent was made; however, the stent became caught in the introducer sheath. Subsequently, the physician performed inflation and deployed the 20x4.00mm promus premier¿ stent in the radial artery. The procedure was completed with implantation of a 4.0x22mm non-bsc stent in target lesion. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).